Manufacturer narrative:
Patient information and event date were requested from the customer, but no response received.

Event description:
The customer reported that the ventilator screen went blank while in use on a patient and also found blower stalled error in the diagnostic log. The customer reported that the unit was in use on patient , but there was no patient harm reported.